Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a patient data (pd) alert. The alert was observed after a left ventricular assist device (lvad) implant procedure. It was noted there were no viable vectors. Technical services (ts) discussed the significance of the alert, automatic setup, and inputting data with the caller. The field representative confirmed the data was entered in the device, and that device therapy was programmed off. This s-ICD remains in service. No additional adverse patient effects were reported.